Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys probnp and a second patient sample tested with elecsys pth on a cobas e 411 analyzer. The initial sample results were questioned by a doctor. The customer found that a system reagent was spilled on unused sample cups on the analyzer. Crystallization was observed on the cups. The samples were repeated on (B)(6) 2023 after new cups were placed onto the analyzer. The first sample initially resulted in a probnp value of 276 pg/ml and it repeated as 708 pg/ml. The second sample initially resulted in a pth value of 50 pg/ml and it repeated as 160 pg/ml. The repeat values were deemed correct.

Manufacturer narrative:
The probnp and pth reagent lot numbers and expiration dates were requested, but not provided. The investigation is ongoing.

Manufacturer narrative:
The sample centrifugation conditions were not performed as recommended by the tube manufacturer. The customer did not note any issues with controls. The investigation determined the issue was resolved by the customer's actions of replacing the contaminated cups with new ones and repeating the affected samples. The investigation did not identify a product issue.